Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date on the pump was inaccurate. Review of t:connect pump data confirmed that the customer correctly changed the time during daylight savings from 11 p.m. To 12 a.m. And that the customer did not change the date. The customer's blood glucose level was 140 mg/dl. The customer successfully changed the date.